Event description:
Related manufacturer reference number: 2017865-2023-02912. It was reported a patient presented with inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD) and issues with the right ventricular (rv) lead. Functional loss of capture on the ICD was also noted. The rv lead presented with low pacing impedance and oversensing noise. Programming changes were made to restore normal parameters. The patient was stable.